Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer sheath, middle shaft, inner liner and the remainder of the device were examined for damage. The shaft showed a kink at the nosecone. There was no damage to the mid-shaft. The inner liner was kinked approximately 4cm from the tip. No additional damage was noticed. The stent was not returned in the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID:2134265-2017-04811. It was reported two stents failed to expand. The 90% stenosed target lesion was located in the mildly tortuous, severely calcified external iliac artery. Using a contralateral approach, the physician advanced a 7 x 60 x 130 innova stent and deployed but failed to expand. A second 7 x 40 x 75 innova stent was then advanced and deployed but also failed to expand. The physician was able to complete the procedure by post dilating the stents with balloon angioplasty. No further complications were reported and the patient's condition was fine.